Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer also reported that she was not getting a no delivery while her blood glucose was going high. The customer's blood glucose was 508 mg/dl at the time of incident. The customer's blood glucose was 369 mg/dl at the time of call. The customer declined to perform high pressure test. The insulin pump will not be returned for analysis.